Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical and visual testing. He replaced the system batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system displayed a 'battery needs service - full backup may not be available' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the batteries to be received with 12.61 volts direct current (vdc) and 12.95 vdc but the conductance of both batteries were not giving a reading. The batteries were fully charged but the conductance readings did not increase. They were hooked up to a load simulator and only lasted for 16 minutes and 15 seconds, 52 minutes is specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.